Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
During preventive maintenance it was reported the cardiosave intraaortic balloon pump (iabp) had a doppler tether issue. There was no patient involvement.

Manufacturer narrative:
The fse that encountered the issue replaced the tether assembly. The fse performed a full pm with calibration, safety, and functionality checks to factory specifications. The iabp was returned for clinical service. The removed part was returned to getinge's national repair center(nrc) for investigation. The nrc verified the doppler tether failure to retract and also being broken and damaged. Retaining the doppler tether in the nrc per procedure.